Event description:
The hosp reported the tip of the device fell into a patient. The procedure had been completed with the same device when the doctor noticed the foreign object in the bladder. The doctor employed several methods to retrieve the object without result. The doctor then decided to let the patient recover from this procedure and retreive the object at a later date. The hosp reported the patient has not yet been rescheduled for the second procedure.